Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was due to the lid open/on-off button being damaged, and having a part broken off. This caused the device not to power on anymore. The device was out of warranty.

Event description:
The customer contacted physio-control to report that the lid open/on-off button on their device was damaged. During device evaluation, physio observed that part of the lid open/on-off button was broken off, which caused that the device could not be powered on anymore. There was no patient use associated with the reported event.